Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker determined the cause of the reported issue was a failed system pcb assembly. A replacement for this part is no longer available. The customer will be advised that their device is not repairable and will receive a replacement device.

Event description:
The customer contacted stryker to report that their device will not complete the boot cycle during power on. In this state, the device would be inoperable, and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.